Event description:
It is reported that the device was implanted in 2007 and that the patient was revised in 2009 due to femoral pain. The patient denies falling, but stated to doctors she stumbled a few months ago. Before revision surgery to remove implants, there appeared to be an implant that had broken or come apart at junction. After removal, one could see where it had broken.

Manufacturer narrative:
Evaluation summary: sem analysis indicates that the fracture occurred by fatigue, with debris present in the region where the fracture originated. As returned, the fractured stem and body show significant bone ongrowth to the stem with very little present on the body. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive patient's weight, excessive patient's activity, and/or lack of proximal support are involved. No information is included in the alleged complaint relating to the patient's build, height, weight, or level of activity. The absence of bone ongrowth to the zmr body with significant ongrowth shown on the stem suggests the possibility of a lack of proximal support. Insufficient proximal support of the stem body may be a contributing factor. However, it is not possible to determine the root cause of the stem fracture with the information present. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.